Event description:
It was reported that blood was entering the surgical site during a bunionectomy procedure. The bleeding occurred throughout the case until the cuff was replaced by another stryker cuff. No significant amount of blood was lost due to this event, and the pt did not require any additional treatment.

Manufacturer narrative:
The device was received by the MFR for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.